Manufacturer narrative:
As part of our investigation, olympus made multiple follow ups with the user facility by telephone and in writing in an attempt to gather additional information on the reported event; however, no information was obtained. The cutting forcep was not returned to olympus for evaluation. The cause of reported event cannot be determined; however, the instruction manual warns users ¿do not activate the device while adjacent to or in contact with other metallic objects or devices. Unintended tissue injury and/or damage to the contacted object or device may occur.¿

Event description:
The user facility informed olympus that during a therapeutic laparoscopic bilateral salpingo-oophorectomy procedure, while cauterizing a vessel the device tip broke off and fell into the patient. The device fragment was retrieved. It is unknown if the intended procedure was completed. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device history records (DHR) was reviewed and showed there were no anomalies noted in the manufacturing of the devices.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The device was returned to olympus for evaluation. The customer¿s complaint was confirmed. A visual inspection was performed on the returned device and found the device jaw broken off. The broken portion of the device measured 30mm in length. The evaluation also noted dried tissue on both jaws. The lock function on the device functioned as intended and there was no defect found on the shaft. The cause of the broken jaw could not be determined. The device will be sent to the OEM for further investigation. If additional information is received, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the original equipment manufacturer (OEM). The OEM sent the broken jaw to a third party entity for metallurgical testing. As a result, it has been determined by the OEM ¿s engineering team that the damage to the jaws likely occurred during processing at the vendor site, this unanticipated stress introduced during rework or damage at the vendor's site was aggravated during clinical use which led to the failure. The damage to the device jaw was not incurred during the OEM¿s final assembly. Furthermore, the damage noted during testing would not have been detected in accordance with the current manufacturing practices.